Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg)¿s screen was broken. It was noted that the liquid crystal display (lcd) was bleeding, and the epg failed the incoming functional tests for ¿battery low light emitting diode (led)¿ and ¿all segments of lcd turned on/off¿. Additionally, the upper case was dented, the keypad surface was scratched and compromised, and six plugs were missing. The instrument was returned unrepaired due to the expiration of its service life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg)¿s screen was broken. There was no patient involvement.